Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was over 500 mg/dl. The customer's blood glucose at first it was 251 mg/dl and customer ended up in diabetic ketoacidosis and went to hospital and blood glucose got down to 130 mg/dl, 134 mg/dl and after that it went back up to 463 mg/dl. The current blood glucose is 351 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Based on customer report customer alleged the insulin pump was under delivering the insulin. The insulin pump will be returned for analysis.